Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a thoraco/lobectomy procedure for interlobar resection, they connected the reload to the handle and the yellow shipping wedge remained to be put on the cartridge. They checked the jaws opening/closing with no problem. Then the surgeon tried to fire the device, however could not. They replaced the reload and connected to the handle described above. The firing was completed with no problem. The status of the patient is with no problem. No adverse events reported.